Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they had experienced hypoglycemia with blood glucose level of 41 mg/dl and the other blood glucose level was 95 mg/dl. Customer was treated with food for low blood glucose level. Customer declined troubleshooting for low blood glucose level. It was unknown if the insulin pump was on auto mode. Customer did receive a change sensor alert. The insulin pump will not be returned for analysis.